Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon wrongfully grasped the trigger to feed the 1st clip, so the device was removed from the patient. After that, although the surgeon intended to feed the next clip, the jaw could not be opened. As the jaws did not clamp the patient¿s tissue, there was no damage. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with a pear shape clip loaded in jaws. The clip was manually removed in order to test the device for functionality. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. The jaws opened and closed as intended. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. The remaining clips were conforming according to our manufacturing specifications and then, it locked out as intended. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? The device was not fired for the patient. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. Did the surgeon try to pull the trigger from the handle? No information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? No information. How was the device removed? Not on tissue. Was there any tissue damage? Na. If so, how was it repaired? Na.